Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was unable to clear the alarm and unable to rewind. Customer stated that the button was responsive and time clock was advance. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 39 found on 09-mar-2022. Pump passed self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 41. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 41 in pump downloaded history on 03/09/2022 at time 07:24:06.000 and pump error 39 in pump downloaded history on 03/09/2022 at time 07:24:34.000 due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and pillowing keypad overlay. Pump error 39 and pump error 41 confirmed during testing and history files due to moisture damage on the motor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 41. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.